Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. An alert for this was observed in latitude nxt. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. An alert for this was observed in latitude nxt. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted due to impedance issues, and replaced with a new rv lead. This rv lead is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.